Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported error of 4053 via the error log. The fse was unable to reproduce the reported error. The fse checked the sorter z axis mechanism and alignment was good. The fse ran quality control (qc) and no error occurred after reinitializing the system. The fse was able to confirm the cup transfer error (error 2160) via the error log and was also able to reproduce the error. Upon investigation, the fse found the cup presence sensor was sticky and moving sluggishly. The fse cleaned and checked for free movement and alignment was all good. The fse also ran a cup transfer test and qc all passed. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 02nov2019 through aware date (B)(6) 2020. There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [4053] sorter-z home overrun. Cause: the home sensor s2022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022 and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. [2160] c. Transfer not detected cup. Cause: the cup sensor s063 failed to detect the cup before it was grasped. Action: please contact the tosoh local representatives. Check s063, the cup pickup position, and the cup pickup operation. The most probable cause of the reported cup transfer error was due to actuator being stuck. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported an error 4053 sorter-z home overrun - dropping test cups in the sorter. Customer is also getting an error 2160 c transfer not detected cup. Customer indicated that the waste bin is not full. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting intact parathyroid hormone (ipth) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.